Manufacturer narrative:
H10: one used. List #142560488, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch; lot #4552496, unknown manufacturer, bag spike adapter with spiros, lot #unknown was received on november 16, 2020 for evaluation. The complaint of leakage on the returned used 142560488 primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. The lot history was reviewed and no nonconformities were found that may have contributed to the complaint.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received. Initial reporter facility name: (B)(6).

Event description:
The customer reported a plum set that had leakage of ifosfamide. The position of the leakage could not be confirmed, but could be from the micron filter or the tube. No additional information was provided.